Manufacturer narrative:
Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose displayed "high" on the glucometer. Customer went into diabetic ketoacidosis. Elevated blood glucose was addressed with a manual injection. Customer reported using cold insulin when filling cartridges. Customer was instructed to use room temperature insulin when filling the cartridge per the user guide. Customer changed pump supplies to address the issue, but ultimately reverted to an alternate method of insulin therapy after occlusion recurred.